Manufacturer narrative:
(B)(4). We are in the process of gathering more information from the complainant. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the head of an iw930 cosycot infant warmer was discolored. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation was accordingly based on the information provided by the customer, our previous investigations of similar complaints and our knowledge of the product. Results: the customer reported that the head of the device was discoloured. Conclusion: without the complaint device, it is not possible to conclusively determine the cause of the reported discoloration. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head in conjunction with the normal aging of the heating element parts. It should be noted that the subject infant warmer is over 16 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in texas reported that the head of an iw930 cosycot infant warmer was discolored. There was no reported patient involvement.